Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
It was reported that the surgeon was unable to complete the surgery in mis format using the axsos 5.0 targeting set. It was reported that the teeth snapped off following the surgeon lifting the leg to help reduce the fracture. It was reported that likely undo force was applied to the device. It was reported that an opened incision technique was required.

Manufacturer narrative:
The reported event that a plate adapter dist. Lat. Femur right was alleged of breakage during surgery could be confirmed. Based on investigation, the root cause was attributed to be user related. The most likely cause is that the surgeon handled the device brusquely, thus forcing its fracture. Also the following factors may have contributed to the occurrence of the reported event: connection pin, adaptor nut and plate adaptor were pre-assembled (inexperienced staff). The device had reached the end of its serviceable life (more than 7 years on the market). The device inspection revealed the following: one of the three teeth of the device was found broken. The assembly was disassembled: ref# 703521 / lot# kss145568 and ref# 702977 / lot# k121897 were identified. None of them present anomalies. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
It was reported that the surgeon was unable to complete the surgery in mis format using the axsos 5.0 targeting set. It was reported that the teeth snapped off following the surgeon lifting the leg to help reduce the fracture. It was reported that likely undo force was applied to the device. It was reported that an opened incision technique was required.